Event description:
Note: this is one of two complaints, which occurred during the same procedure. Refer to MFR report number 3005099803-2009-02288 for details regarding the other associated device. It was reported to boston scientific corp, that three resolution clip device were used during a colonoscopy procedure. Per the complainant, during the procedure, the handle was turned, and an audible click was heard, indicating engagement. When the clip was deployed, the clip opened and fell into the pt. The physician removed the clip, not due to concern that it would harm the pt, but because, it was convenient to do so. An attempt was made to use a second clip; however, this clip would not advance from the sheat. The procedure was completed with a third resolution clip device. There has been no report of pt complications or injury as a result of this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.